Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a continu-flo set could not be primed. The check valve was inverted and tapped, and the bag squeezed to initiate flow. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was returned and an evaluation is complete. Visual inspection was performed with no issues noted. Pressure test, clear passage under water test, and functional flow rate test were performed with no issues noted. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.